Manufacturer narrative:
The device was returned and evaluated. Visual examination found a thick film on the sensor diaphragm that is not part of the manufacturing process. The catheter material was kinkied 43.8 cm from the tip. The device failed water pattern #1 drift. After the film was cleaned off the device, it then passed water pattern testing. The device passed all electronic, noise, linearity/hysteresis and signal drift tests. A review of quality records found the component conformed to specification when released to stock. Based on the results of the evaluation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI -- unknown part number, all 3 attempts to obtain product were unsuccessful, UDI. It has been reported that the device will be returned for evaluation. Upon receipt of the device or other additional relevant information, a follow-up report will be submitted. This is device 1 of 3: refer to mdrs 1226348-2018-10792 and 1226348-2018-10793 for information regarding the additional devices involved in this event.

Event description:
As reported by the affiliate, after zeroing, three microsensors gave incorrect readings and the sensors were revised. On october 3, after zeroing the devices, they provided plausible data for about 5 min (around 18 mmhg).  Then values suddenly increased to 50 mmhg. Devices were changed and zeroed again. The values for the new devices were inconsistent and ranging up to 330 mmhg. After the revisions, the devices showed a consistent reading of 5mmhg. The patient suffered from swelling at hemicraniectomy area. The data was checked using evd measurement. There were no reports of surgical delays.